Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The peritonitis manifested as abdominal pain and the patient began treatment with unspecified antibiotics. While hospitalized, the patient also developed sepsis as a result of the peritonitis. The patient's catheter was removed and hemodialysis was initiated. The patient remained hospitalized but was recovering from the events. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13f05068 and h13g16022 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).